Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist stated that the user itself checked the station and troubleshooted the device. Issue could not be replicated and confirmed no issue on the station. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had communication issue. The customer reported that orders were not crossing to station. There were no adverse events or injuries reported based on this incident.